Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion.

Event description:
It was reported that the left ventricular (lv) lead showed high thresholds. As a result, the device reached its recommended replacement time (rrt) early. The lead was capped and replaced and the device was removed and replaced. No patient complications have been reported as a result of this event.